Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. In addition, it was reported that the pump battery could not be charged, leading to the pump shutting off. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.